Event description:
It was reported that during a head surgery on an unknown date during the month of february, some staples fired by this stapler got "jammed" after the first 3-4 staples applied, and other staples failed to close properly. The case was carried out and finished by opening a new stapler. Surgery time was prolonged by an unknown amount of minutes. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the instrument was received in good visual condition; the instrument was tested for functionality and it fired the remaining 23 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape.